Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field e3. Occupation - the occupation is patient/consumer.

Event description:
The initial reporter stated they received a questionable result when testing with coaguchek xs meter serial number (B)(6). The result was different when compared to an unknown laboratory method. The reporter also states they received errors on the meter. Samples from the patient resulted in values of 35.00000 and 19.00000. The measurements were obtained on (B)(6) 2023 and (B)(6) 2023 at 11:00 a.m. The patient's therapeutic range is 3 - 4 inr.